Manufacturer narrative:
The device was not returned to the factory for evaluation as the field service engineer was already onsite and tested the device and established the device functioned according to manufacturer specification providing alarms both audibly and visually. The alarm logs were reviewed and show that the device did sound an audible desat alarm during the date/times in question for bed (B)(4). The device alarmed several times for desat and vent fib/tach and vtach. There was no malfunction of the device. The provided logs show that the device alarmed as specified for desat alarms and red alarms. The device was tested and was found to be performing to specifications. Device labeling describes arrhythmia alarm chaining where only the highest priority alarm condition in each chain is announced. Lower priority alarms in the same chain will not be announced while an alarm is active or during the configured timeout period. If alarm conditions of equal severity from different chains are detected, the alarm condition that occurred most recently is announced. Vtach is lower in the chain than vent fib/tach and therefore either the original vtach ended on its own or someone silenced in the room to allow a lower priority alarm to sound. No further investigation or action is warranted.

Event description:
The customer reported that "customer has an urgent request to have the logs reviewed for desat alarms that occurred on (B)(6) 2015 between the hours of 0900-1000 on the scct61 classic piic for bed (B)(4). Staff states that during this time the patient had a desat and the monitor did not audibly alarm." The patient was coded with medication and was defibrillated two times.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that "customer has an urgent request to have the logs reviewed for desat alarms that occurred on (B)(6) 2015 between the hours of 0900-1000 on the scct61 classic piic for bed 6s14. Staff states that during this time the patient had a desat and the monitor did not audibly alarm." The patient was coded with medication and was defibrillated two times.